Manufacturer narrative:
Concomitant products: product ID 3708340, serial # (B)(4), implanted: (B)(6) 2006, product type extension, product ID 3708340, serial # (B)(4), implanted: (B)(6) 2006, product type extension; product ID 3487a-33, lot # v000574, implanted: (B)(6) 2006, product type lead; product ID 3487a-33, lot # v001185, implanted: (B)(6) 2006, product type lead.

Event description:
The health care professional (hcp) reported that there were out of range (oor) impedances when testing at 0.75v. The following: 02, 04, 05, 06, 07, 12, 13, 14, 15 were oor. It was noted that the reason for the inquiry was to get an estimate on battery life as they would be replacing the implantable neurostimulator (ins) due to normal battery circumstances. Settings provided were: 1, 5.0v, 360usec, 75hz. On (B)(6) 2015, the hcp reported that the oor impedances were due to someone entering the numbers in the clinician programmer wrong. Once it was corrected there was still 1 contact that was out of range. It was believed that contact #1, but the cause for this was not determined. It was thought everything was resolved at the time and there were no patient symptoms or further issues noted. Other relevant medical history includes failed back surgery syndrome. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report w ill be sent.